Event description:
Reportedly, the patient is seen at (B)(6) for follow-up of his sorin ICD and has also been checked a few times by the team at gsst pre and post endoscopy. The patient was seen on the 19th of december for a routine device check and all the ICD therapies were disabled and some of the brady settings had also been altered. The last report we can see is from when he was checked at gsst on the 26th of september and the pdf report demonstrates therapies were enabled. We reached out to the team at gsst to see if they had performed any additional checks but they said they hadn't. The data from the check does say from the 26th of september to the 19th of december which suggests no other checks elsewhere where the settings could have been altered have been performed. Are you able to establish if there had been any other device checks performed within this time? And if not are there any other possible reasons why the settings were different on interrogation?

Manufacturer narrative:
Correction of the implantation date. D6a. Please refer to the attached report analysis of provided data revealed : -on 26 september 2025, the last cso file available dated 16:37 indicates the device is programmed in vvi 40bpm mode with therapies activated. -on 19 december 2025, the first cso file dated 12:26 indicates the device is programmed in vvi 60bpm mode with atp deactivated. -the switch to nominal mode occurred between 26 september and 19 december 2025. The device was successfully re-programmed to vvi 40 bpm with therapies mode during the in-clinic follow up dated 19 december 2025. The cause of the switch to nominal mode (vvi 60 bpm) could not be explained with certainty, it was most probably due to a user action between 26 september and 19 december 2025 with another tablet. Based on available data, no issue is suspected on the subject device.

Event description:
Reportedly, the patient is seen at kings for follow-up of his sorin ICD and has also been checked a few times by the team at gsst pre and post endoscopy. The patient was seen on the 19th of december for a routine device check and all the ICD therapies were disabled and some of the brady settings had also been altered. The last report we can see is from when he was checked at gsst on the 26th of september and the pdf report demonstrates therapies were enabled. We reached out to the team at gsst to see if they had performed any additional checks but they said they hadn't. The data from the check does say from the 26th of september to the 19th of december which suggests no other checks elsewhere where the settings could have been altered have been performed. Are you able to establish if there had been any other device checks performed within this time? And if not are there any other possible reasons why the settings were different on interrogation?